Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-rays showed that the cervical lead migrated. Lead diagnostics indicated that the cervical lead had several high and low impedances. As such, the device was unable to enter MRI mode. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the cervical lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000135788.